Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone primary breast augmentation with two 600cc mentor memory gel breast implants, suffered bilateral breast capsular contractures (baker grade iii-IV on the left and baker grade IV on the right), post-procedure. As a result, the patient underwent revision surgery on april 9, 2021. During the surgery, it was discovered that both the left and right breast implants were also ruptured. Subsequently, the implants were removed and replaced with the following devices: (left) 400cc mentor memory gel breast implant catalog: 3504001bc lot: 7643656 sn: (B)(4) and (right) 400cc mentor memory gel breast implant catalog: 3504001bc lot: 7700698 sn: (B)(4). This medwatch form is for the left breast prosthesis.